Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 317 mg/dl. During a systems check with tandem technical support (cts) a blockage was discovered within the cartridge. A cartridge change was performed and insulin deliveries were resumed.